Event description:
It was reported that the right ventricular lead exhibited high defibrillation lead impedance (>200 ohms rv-svc). Programming changes were made for the lead. The patient¿s condition is stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"